Event description:
After the surgery was over, the physician took the patient out of pins. A small piece of the radioluscent pin on the patient's left side came off. The entire pin was removed from the patient including the small piece that came off. FDA safety report ID# (B)(4).